Event description:
The ent video scope keeps failing the leak test at the connection point. We can see air bubbles around the joint of the connection. This has been a repeating issue for the past year and the vendor has come to our facility to conduct an evaluation and states that we and the operator are doing nothing wrong. But we continue to have failures and the repairs are very expensive each time (even though the problem is not with operation of the scope or how we perform the leak test). I have pictures of the break and the failed leak test. Manufacturer response for ent video scope, enf-vh (per site reporter): they came to our site to evaluate the procedure and cleaning. They state that because they are watching we are doing everything right, but once the vendor leaves the operators go back to their old routine and mishandle the scope and cause the leak.